Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) printer is not working.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,components codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that ic components corroded on printer assembly board. The fse replaced the printer assembly (d16100002404). The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number 016100002404 recorder, iabp serial number (B)(6) with a reported unit failure of ic components corroded on printer assembly board. The failure analysis and testing dept. Performed a visual inspection and found white residue on the printer board which is consistent with saline. Please see attachment. Due to the saline damage and the risk it poses, the fat dept. Cannot investigate this complaint any further. Retaining the recorder in the fat dept. Per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined